Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6 investigation summary: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that 650011102, baseplate inserter rod has been broken, the observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended user error. The provided evidence was not sufficient to confirm the reported event of jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the baseplate inserter rod would not contribute to the complained device issue. Based on the investigation findings, the baseplate inserter rod has broken because of unintended use error caused or contributed to even , and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that during a reverse total shoulder arthroplasty, the enhance baseplate inserter rod and baseplate inserter handle became fused to the baseplate implant during implantation. The surgeon was unable to disengage the construct from the implant, so entire construct was removed from patient, and new implant and backup instruments were used to complete the case. There was a surgical delay of two (2) minutes. No fragments were generated. The procedure was completed successfully and there were no patient consequences.